Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
Hologic has received correspondence arising from litigation. The litigation alleges that a 55-year-old patient was implanted on (B)(6), 2020 with a biozorb marker following a surgical procedure for a left breast lumpectomy. On (B)(6), 2024 patient with left breast lymphedema, presence of left breast biozorb (patient uncomfortable with the biozorb presence and disappointed that the device did not dissolve yet), report of multiple joint pain (possibility of an allergic reaction associated with biozorb). No other relevant information was provided. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.